Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018. Right eye (od) intralase flap was created without issue. Left eye (os) flap appeared to be just epithelium and physician elected to continue with photorefractive keratectomy (prk) in the same day. All the rest of the days intralase patients were without concern. Uncorrected visual acuity (ucva) 1 day post-op prk at 20/40.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.